Event description:
An email received regarding a plum 360 alleged that it had an event of out-of-standard flow rate (260 ml/h for 200 ml/h requested) that occurred on an unspecified date. There was no patient involvement reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: plum 360 with ln 30010 sn (B)(6) that had an event of out of standard flow rate (260 ml/h for 200 ml/h requested). Device event log/alarm history reviewed and the reported complaint could not be confirmed from logs. A review of 12 month service history was performed and there was no previous service request. The reported complaint could not be duplicated. The probable cause is unable to be determined. Minor adjustment required on mech assembly and calibration of plunger motor.